Manufacturer narrative:
(B)(4).

Event description:
It was reported that a motion tablet for a physician would not power on. It was reported that the screen was totally black despite the tablet was well charged and/or plugged into the wall. Troubleshooting was performed without solving the issue. The suspected motion tablet was returned to the manufacturer on (B)(6)2016. Analysis is underway but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Event description:
Analysis of the returned tablet was completed and the reported allegation was verified. The cause for the anomaly is associated with an incorrectly installed power button. There was a power switch orientation issue; this appears to be related to retention tabs and/or user error, which allowed accidental removal of the component and possibility that switch may have been reinserted incorrectly. Once the power button was installed correctly, no further anomalies associated with the tablet were identified during the analysis. Additional information was received indicating that the tablet was stored in a safe room at the facility and the physician did not throw it on the floor.